Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 89 hours of extended tests at the customer's settings.

Event description:
It was reported to vyaire medical that the breath rate was not cycling correctly on the ventilator. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Failure analysis results: vyaire medical was able to verify the customer's reported issue during failure analysis lab testing. It was found that the reported issue was due to flow valve requiring cleaning. Following cleaning the flow valve, the flow valve was found to function normally.